Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Unit was received with cracked battery tube threads.

Event description:
Customer reported that she was hospitalized due to high and low blood glucose. Customer blood glucose reading at the time of hospitalization was from 582 to 49 mg/dl. Customer stated that her insulin pump had no delivery alarms. Nothing further was reported.